Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that the pump failed accuracy test at 8.2%. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: correction d9: device was received on 30-sep-2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The device failed accuracy tests. The problem was duplicated. The reported problem was caused from an out of specification explusor. The expulsor was replaced to fix the issue.